Manufacturer narrative:
Additional information was requested from the initial reporter. On february 8, 2023, the following information was provided: date of implantation: 12/20/2022 date of surgical intervention: (B)(6) 2023. Details of surgical intervention: brought patient into or in attempt to increase iop. Created a paracentesis approximately 180 degrees from the distal end of cp250 tube. Treaded a 4-0 proline suture into the tube lumen in an attempt to increase iop and reduce hyptony. Date of reported event: 2/1/2023. Date of explantation: (B)(6) 2023. Explant is not available for evaluation. Additional event details: persistent hypotony after implanting cp250 in the supranasal quadrant. There was scarring in the supranasal area from a previous vitrectomy. Surgeon felt it is possible too many fenestration holes may have been created. (B)(6) 2023 insertion of the 4-0 prolene was initially successful; increased iop to 19 mmhg. However, when the ligation surture opened iop dropped to 0 mmhg. Course of pressure rise: pre-op iop: 26 mmhg. Post-op iop: 1-3 mmhg. Over next several weeks, iop remained in this range. Patient identifiers: (B)(6).

Manufacturer narrative:
The IFU was reviewed and was confirmed to include hypotony as a known complication and adverse reaction. The device history record for the lot involved was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. Device not returned. If device is returned to nwm, an addendum will be filed to capture evaluation. Surgeon has indicated: "too many fenestrations were created which created hypotony" device is a tube and a plate and the formed bleb controls the iop. The fenestrations can cause the hypotony reported.

Event description:
Hospital reported, "post-op hypotony. Surgeon determined too many fenestrations were created which created hypotony"